Event description:
A surgical technician reported following an intraocular lens (iol) implant procedure the lens was exchanged due to a hyperopic surprise. In a follow up, the surgeon reported the lens did not cause or contribute to the event. The lens was exchanged for a .5 diopter difference in lens power. The cause of the outcome is unknown. Additional information indicated that an unapproved viscoelastic was used during the procedure.

Manufacturer narrative:
Evaluation summary: the lens was returned. Damage was observed. Solution is dried on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece with an unapproved viscoelastic. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation for the cartridge and handpiece. The product investigation could not identify a root cause. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the 19.5 diopter range. The observed damage is most likely related to customer handling. Attempts have been made to obtain additional information by fax and phone. A completed questionnaire has not been received. (B)(4).